Manufacturer narrative:
Unique device identification (UDI) unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a sacroiliac and thoracolumbar procedure, the spine software was slow between changing tasks and adding and removing instruments. The site tried to add and remove instruments from the instrument task and noticed a slight delay in the software response. When changing tasks from instrument task to navigate the site received a low performance error. The navigate screen had a two-up view (trajectory 1 & trajectory 2) only. The site rebooted the software by exiting out of the procedure which resolved the issue. There was a delay to the procedure of approximately 10-15 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. It was noted that the low performance message would intermittently appear. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
H2/d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, lot #: version 1.0.3 h2/h3/h6: software logs were analyzed and it was determined that this was a known issue that is tracked through the medtronic databases. Codes 10, 104 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.